Manufacturer narrative:
Corrected DHR statement: the production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. The full name of the initial reporter listed in block e1 is stephanie williams.

Event description:
It was initially reported that the batteries of the cs300 intra-aortic balloon pump (iabp) were running for about 30 minutes, and then the battery indicator light lit up indicating that the battery needed to be charged. It is unknown under which circumstance this event occurred; however, no patient involvement or no adverse event was reported. It was later reported that the iabp shut off during use on patient while transporting to CT scan. The iabp was plugged in all night and morning before the event; however, the battery would not hold a charge. The patient then experienced 4-5 hours of severe chest pain, approximately 1-2 hours after returning from CT scan. The patient was given 2 doses of 2mg morphine to treat the pain. The iabp unit was swapped out and the faulty unit was picked up by clinical engineering.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and replaced the batteries. The unit passed all functional and safety tests per factory specifications. The stm advised the customer to fully charge the batteries before returning the unit to clinical use.

Event description:
It was reported that the batteries on the cs300 intra-aortic balloon pump (iabp) were running for about 30 minutes then the battery indicator light lit up stating to charge the batteries. It is unknown under which circumstances this event occurred; however, there was no patient involvement and no adverse event was reported.